Event description:
It was reported that the user experienced a high glucose after running out of insulin overnight and requested assistance with a supply change on the iLet; troubleshooting and education were provided, and the issue was categorized as a treatment-related high glucose without device shutdown or reversion to alternative therapy. Symptoms included hyperglycemia with increased thirst and urinary frequency, as well as chest pain reported during the blood glucose questionnaire. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage issue identified involving an improper or incorrect procedure, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.